Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter did not power on. After disconnecting prongs, it was noted that the device was burnt and damaged. The transmitter was replaced. There were no consequences to the patient.

Manufacturer narrative:
The field complaint of the transmitter power light not being illuminated and the ac power adapter prongs having burn damage was not verified and was unable to be reproduced. The visual inspection revealed no physical damage to the unit, however the unit had extensive bug infestation. The unit was plugged into a working ac electrical outlet and powered on successfully. The unit proceeded to boot up to sleep mode, which is considered normal behavior for a transmitter. Software v8.3 rev.1 was installed with success, and the patient data was deleted successfully. In conclusion, there was no power loss in the transmitter during analysis, including intermittent power. The transmitter functioned as intended.